Manufacturer narrative:
Phone number removed from grid - (B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an lcd backlight failure.there was no reported patient involvement.